Event description:
It was reported that at the time of the pump's connection to the cassette, the pump had alarmed high-pressure. A continuous infusion rate of 5.2 ml/hr had been programmed, with a total reservoir volume of 250 ml. The air detector and upstream sensor had both been turned off. The length of infusion had been set for 48 hours, and the lock level had been set to lower limit detection (lld). The pump had not been used to prime the extension tubing. Instead, manual normal saline priming had been completed by the pharmacy. No issues had been identified with the cassette upon connecting it to the pump. There was no patient involvement.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.